Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a piece of jaw broke off during procedure. Based on the picture that we received, the piece of the jaw was detached from the device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip fractured on one jaw. There were teeth marks on the insulation at the fracture site. The reported condition was not confirmed because it was not known where the component disengaged. The rfid (radio frequency identification) logs taken from the device indicate the product was used on a generator. The device was investigated with the help of engineering who concluded that the plastic tip was broken by damage from an external force. The teeth marks at the insulation fracture site indicated that the user inadvertently grasped onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function, jaw gap, and closed circuit resistance were all evaluated and found to be within specification. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a piece of jaw broke off during procedure. Based on the picture that we received, the piece of the jaw was detached from the device. The piece was found in the wound of the patient. The surgeon heard a crunch noise when he closed the jaws of the instrument. When the surgeon examined the wound the broken off piece was found, and was retrieved. The surgeon completed the procedure by taking a different instrument. There was no patient injury.